Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode coil had a break 4 centimeters (cm) from the is-1 terminal pin end. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high threshold measurements. Additionally, the right ventricular (rv) lead exhibited decreased sensing. The patient was not pacemaker dependent. An invasive procedure was performed. The leads were observed to have no slack and were noted to have pulled back and become taut. The leads were explanted and replaced. No additional adverse patient effects were reported.